Manufacturer narrative:
The customer performed a fluidics check that failed on the processing side. Abbott field service was dispatched. Per field service, the picker arm motor was not turning properly and the bearing on the transfer carousel was bad. Service replaced the motor pinion due to jams and the bearing (transfer assy) due to wear. The issue was resolved and verified by running controls. Field service was contacted for clarification on how these parts resolved the problem. He indicated that the processing syringe drive was also replaced which would explain the failed fluidics check. He also indicated that the transfer carousel could have caused splashing which may have affected results. The axsym system operation manual (list number 9a26) section 10, (66-6757/r3-feb. 1996) troubleshooting and diagnostics, observed problems, results erratic, descrepant, and/or experiencing imprecision lists multiple probable causes and corrective actions for inconsistent results. The probable causes listed include sample integrity, meia optics performance, bubbles in the fluidics system, malfunction of the sampling and processing syringe, valve, probe and probe link tubing assemblies and bulk solution 1 and 3 dispensing improperly. Corrective actions are listed in the operations manual. This is the final report.

Event description:
The customer states that an axsym bhcg result <2.0 mlu/ml was generated on a patient sample. The sample was retested because the customer questioned the result. The retest value was 260,100 mlu/ml. No impact to patient management was reported.